Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported by the customer that the intra-aortic balloon (iab) ruptured and there was evidence of blood in the helium tubing. The patient was stable, but was to be transferred to remove or replace the iab. The customer reported that the iab was inserted into the axillary site. There was no reported injury to the patient.